Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one year and 7 months after the dental implant was installed in intraoral region # 4 it was verified its loss of osseointegration. Twenty-five to thirty ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii and IV).